Event description:
Adverse event: groin ooze. Time of adverse event: after vessel closure. Device issue: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, post-procedure the groin site oozed. Manual compression and a femostop were applied for one hour. When the femostop was removed, there was no additional oozing. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.